Event description:
It was reported that there autopulse nimh batteries were found to have low capacity levels despite following proper battery management. There was no report of a pt injury.

Manufacturer narrative:
Several attempts were made by device manufacturer to obtain status of device return. These efforts however were unsuccessful. If devices should be returned to zoll circulation a supplemental report will be filed. A probable cause associated with customer's report of batteries having low capacity may be due to lower power battery failure. This however, could not be confirmed as batteries were not returned to the manufacturer.